Manufacturer narrative:
Patient was implanted with a valve in the same position on the same date. No further details were provided. The information was received from the device implantation data card completed by the hospital or staff and returned to our implant patient registry. The information strongly suggests that this was a failed ring repair. However, no response was received from the surgeon despite our repeated attempts by email on 04/27/2009 and again on 05/04/2009 for return of product and additional information regarding this event. The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No customer notification was requested. This was determined reportable per edwards lifesciences procedures.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.